Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What tissue location was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications where was the granuloma located? What treatment was performed for granuloma? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure in 2012 or 2013 and suture was used. Approximately 7-10 days after surgery, the surgeon discovered granulomas. The surgeon noticed that the wound had not closed properly and patient experienced a dehiscence and extrusion by the body. The suture was coming out of the skin. The patient was administered cephalosporin orally to avoid the possibility of an infection. Days later, the wound closed on its own and there was no need to close it again. The physician opined that the event is related to the triclosan in the suture. Additional information has been requested.